Event description:
It was reported that pump and catheters were explanted. No information returned with devices. Drug in the pump was lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID neu_unknown_cath, serial# unknown, explanted: unknown, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID neu_unknown_cath, serial# unknown, explanted: unknown, product type catheter. (B)(4). Final device analysis reveals no anomaly found with the pump. Normal device function. Analysis with catheter (n067093010) revealed area of the catheter body was compressed due to patient anatomy possible caused an occlusion. Analysis with (unknown) catheter revealed tear in the seal near the guide ring of the sc connector.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Corrected information: further analysis determined that the tear in the seal near the guide ring was not significant to the catheter¿s in-vivo performance.